Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 444 washer. The technician tested the function and operation of the washer and found that the pivot screw for the plate arm that actuates the door sensor required adjustment. The technician adjusted the tension on the pivot screw, tested the function and operation of the reliance 444 washer and confirmed it to be operating properly. The operator manual states (1-1), "if an obstruction is present in the wash chamber door and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when obstruction is removed. Call a qualified service technician to safely remove obstruction." The technician counseled user facility personnel on the importance of not attempting to remove obstructions from the reliance 444 washer. The technician returned the washer to service and no additional issues have been reported.

Event description:
The user facility reported that an employee did not push the washer rack all the way into the reliance 444 washer and proceeded to close the washer door; the washer door then came down and contacted the washer rack. The employee attempted to clear the obstruction by pushing the washer rack into the chamber. As the employee was clearing the obstruction the washer door subsequently came down onto the employee's hand. The employee sought and received medical treatment.